Event description:
Patient presented to the physician with redness and irritation at the chest incision site. Physician prescribed a 10-day course of antibiotics. Patient presented back to the physician with blisters and drainage at the chest site. Physician took wound cultures and prescribed a 30-day course of antibiotics.